Event description:
It was reported that a patient presented in-clinic with complaints of pocket discomfort. The device was explanted and replaced on (B)(6) 2022 to address the patient complaint. No patient consequences were reported.

Manufacturer narrative:
The reported field event of device explant related to reported patient discomfort was not confirmed in the laboratory. The device was tested on the bench. Interrogation results indicates normal eri. Additionally, longevity assessment, visual screen, and preliminary test results were acceptable. No anomalies were found.